Event description:
The customer received a blood glucose reading on his contour next one meter that had a difference of 60 mg/dl when compared with another meter. The specific readings were not provided. There is no allegation of adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.